Event description:
A (B)(6) male patient contacted zoll customer support to report that when he changed the battery, there was a prompt indicating a battery problem and that it needed replaced. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery problem / battery needs replaced) was confirmed. As received, the battery would not charge. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and the battery problem messages is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.